Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a potential telemetry issue. Follow-up was attempted with the clinic; however, no additional information could be obtained. The ICD remains in use. No patient complications have been reported as a result of this event.